Event description:
The customer reported a false not detected result on the alinity m hr hpv amp kit. Sid (sample ID) (B)(6) was tested on (B)(6) 2024 and gave a result of hr hpv not detected. This result was communicated outside of the laboratory. The patient also had an order for conventional cytology, and the cytotechnologist determined there were lesions that needed to be reviewed by a pathologist. On 09/16/2024, the pathologist reported the discrepancy between the cytology and the molecular result and recommended a repeat on the alinity m system be performed. A retest was performed on (B)(6) 2024 with a result of positive for hr hpv a. The customer repeated the sample on (B)(6) 2024 which also gave a result of positive for hr hpv a. All runs were performed according to the package insert. There has been no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 398550. Customer data review customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. A product deficiency was not identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m hr hpv amp kit (list 09n15-090) lot 398550 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m hr hpv amp kit (list 09n15-090) lot 398550 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 398550. A trend violation for list 09n15 was not identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m hr hpv amp kit (list 09n15-090) lot 398550 was not identified.